Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. A new cartridge was loaded to resolve the issue customer¿s blood glucose level was 207 mg/dl.

Manufacturer narrative:
Malfunction the failure investigation has been completed and the alleged issue was verified. Minimum fill based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.